Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of reverse shoulder reconstruction; revision due to pain and immobility. Primary surgery: (B)(6) 2017; reasons unclear but thought to be poor healing reaction to prior surgery. Noted that implants were not the cause and equivalent sizes and diameters were used to revise, meeting the exact specifications of what had originally been implanted. Upon examination no failure of equipment was observed or reported. Cup and glenosphere were removed and replaced with the same implants (same product codes). And soft tissue management by surgeon.